Event description:
National complaint coordinator (ncc) reports one incident of blood leak with the psn 170 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood was not returned to the pt with an estimated blood loss of 140 ml. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per ncc.